Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. Urinary incontinence, mechanical issue and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with this artificial urinary sphincter (aus) presented with recurrent incontinence. It was reported that the balloon was noted to be collapsed, and the device was not functioning as intended. The patient has a follow up visit scheduled this week with the implanting surgeon. No additional information was provided.